Manufacturer narrative:
Additional devices listed in this report: cat # 500-03-54e, lot # 48584501, description: primary tritanium hemi solidback cup 54mm; cat # 623-00-28e, lot # 48766301, description: trident 0° x3 insert 28mm ID; cat # 6565-0-228, lot # 49240001, description: alumina v40-femoral head 28mm, +4mm nk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
Patient identifier should read, "(B)(6)." An event regarding patient factors involving an accolade stem was reported. The event was confirmed from the medical review. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the medical records by a clinical consultant concluded: dvt problems are a complication of hip (or any) arthroplasty and are caused by an adverse mix of patient related factors (individual predisposition due to genetic and/or external factors) and procedure-related factors (fact of arthroplasty, any type and location, also non-arthroplasty surgery). Device-related factors have no role in these failure modes and consequently components remain to be implanted as they have no issues attached to themselves. This pi case is not device-related device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a review of the medical records by a clinical consultant confirm an adequate implantation of all components, cup and stem with stable position in the bone. Dvt problems are a complication of hip (or any) arthroplasty and are caused by an adverse mix of patient related factors (individual predisposition due to genetic and/or external factors) and procedure-related factors (fact of arthroplasty, any type and location, also non-arthroplasty surgery). Extended anticoagulant therapy with higher dose of heparin product (rivarobaxan) plus compressive stockings around the leg was provided until early (B)(6) 2015 when the event was declared solved.

Event description:
The research nurse reported that the patient presented to gp allegedly with increasingly swollen and painful left calf. The patient had an ultrasound scan on (B)(6) 2015 and the result was positive for dvt - an occlusive thrombus in the left popliteal vein. Medical intervention: compression hosiery plus rivarobaxan 15mg twice daily for 2 weeks plus rivarobaxan 20mg once daily for 70 days. Treatment commenced on (B)(6) 2014. The event was reported to have resolved as of (B)(6) 2015.

Event description:
The research nurse reported that the patient presented to gp allegedly with increasingly swollen and painful left calf. The patient had an ultrasound scan on (B)(6) 2015 and the result was positive for dvt - an occlusive thrombus in the left popliteal vein. Medical intervention: compression hosiery plus rivarobaxan 15mg twice daily for 2 weeks plus rivarobaxan 20mg once daily for 70 days. Treatment commenced on 22nd december 2014. The event was reported to have resolved as of (B)(6) 2015.